Event description:
The customer's parent called and reported the insulin pump alarmed no delivery. It was stated there were no delivery alarms with two different sets. The first alarm occurred while the tubing was being primed and the second occurred while customer was wearing it. It was stated the tubing was stuck together and sticking. The customer's blood glucose was 238 mg/dl. The alarm was reportedly resolved by an infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.